Manufacturer narrative:
Integra has completed their internal investigation on 22 aug 2016. The investigation included: methods: evaluation of actual device. Review of device history records. Review of complaint history. Results: evaluation of device: no issues were observed with respect to the returned unit; it passed all specific functional testing requirements, except for the lock having rotational movement, when unit is properly positioned and put under pressure it will function properly. General maintenance and cleaning required. Device history record reviewed for this product ID lot code 159 manufactured on 30-dec-2016 show no abnormalities related to the reported failure. The devices manufactured during this period passed all required inspection points with no associated mrr¿s, variances or rework. A two year lookback in trackwise for this reported failure and or related to "toggling back and forth " for this product ID shows that 4 complaints were received including this case. No new design or manufacturing trends have been identified. This issue will be monitored. In summary: the end users experience could not be duplicated as when the device involved is properly positioned and put under pressure unit will function properly.

Event description:
On (B)(6) 2016, the surgeon applied the a1059 mayfield modified skull clamp to (B)(6) male [pediatric] patient who was undergoing a craniotomy for brain tumor removal. Upon closing the clamp, the surgeon noticed an unnatural amount of resistance on the ratchet arm. When applied to the patient, with pins, the device did not lock normally and the surgeon experienced "toggling" or back and forth lateral movement with clamp. The resistance given from ratchet arm did not allow for >60 lbs worth of torque pressure. The surgeon was forced to remove the clamp and apply their backup clamp onto the patient. This resulted in a second application of skull pins to the patient and a 15 minute delay in the surgical procedure. The skull pins used were a1083 mayfield adult disposable pins. There was no patient injury as a result of the product problem. The patient had a successful tumor resection. The device is less than 45 days old as it was purchased on (B)(6) 2016 and the surgeon has used it only two to three times.